Event description:
It was reported that a spectrum pump failed flow rate accuracy test. This occurred during an specified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "ailing flow rate accuracy test" was unable to be reproduced. The device was tested for flow rate accuracy however due to a false downstream occlusion alarm the flow accuracy test could not be completed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The cause of the condition was not determined however the device will be required to pass all release testing prior to return to the customer. During evaluation, the device alarmed for a false downstream occlusion. The cause of the condition was determined to be the force sensor calibration values out of range. The force sensor requires no tube and scale factor requires rcalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.